Event description:
Report received from (B)(6) stating that the device experienced "heat." The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).